Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced intermittent low blood glucose (bg) levels between 25-50 mg/dl. Low bg cause was not known. No action was taken by the customer to address the bg however the bg was resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.